Event description:
I had silicone implants put in on (B)(6) 2017. I noticed I was getting sick right after (B)(6) of 2017 and I'm still very sick. My dr has diagnosed me with epstein-barr virus / chronic fatigue syndrome. I can't work right now. I did go to my breast dr and he doesn't think it's because of the breast, but he sure knew what the virus was. I have never been sick like this before. The implants are still in me.

Event description:
Add'l info received from reporter on 01/09/2018 for report mw5081684. I'm writing to you because I made a mistake. My breast implants are mentor - johnson & johnson. They are not allergan, can you please fix this. On my claim, I'm sorry I have been so ill with this, I've barely have functioned. My breast implants were explanted on (B)(6) 2018. I'm starting to feel better. If you have questions, (B)(6). Can you call, text, email me, or mail me back telling me you received this? I have 2 access no#'s: mw5081755, mw5081684. I called mentor, my claim number is (B)(4).